Event description:
Customer splashed cidex plus solution in the eyes and flushed eyes with water for 20 mins. Customer did not give details of the incident. The emergency and first aid procedures from the material safety data sheets were reviewed with the customer. Customer indicated that customer was fine and that customer had put new contact lenses in the eyes. Customer also denied any irritation. During a f/u telephone call with the customer two weeks after the incident, customer had no problem with eyes, and no medication had been necessary.